Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became inoperable, presenting frozen lines with no backlight, and the user was unable to unlock the screen; there was no reported impact or drop. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included a transition to backup therapy and continued cgm use while a replacement device was arranged. Investigation included a review of the device history and logistics, and the device was requested for return. Investigation of this device revealed a screen delamination hardware malfunction affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to display component failure.